Event description:
It was reported that a home patient had a high drain 105 alarm which occurred on a homechoice (hc) device during drain 5 of 6 of peritoneal dialysis therapy. A high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The technical service representative (tsr) had the caregiver (cg) review the cycle by cycle ultra filtration (uf) readings. The hp had three negative readings. The tsr explained the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a device analysis could not be performed. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.